Manufacturer narrative:
The manufacture facility was unknown. The date of manufacture was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as oct 30, 2012. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during routine testing, it was discovered that the small battery drive device would not hold a charge. The reporter indicated that a spare device was available for use by the facility. There were no reports of injuries. The exact date of the event was unknown; however, the reporter stated that the event occurred during the month of (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all manufacturing specifications. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.